Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump has been over delivering and required a battery replacement. There were no reported adverse effects.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found indications that one 20ml bolus test was performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding over delivering was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. According to the investigation when performing volumetric accuracy testing, as per legacy operator's manual, equipment needed 50 or 100 ml cadd¿ medication cassette reservoir with attached cadd extension set with anti-siphon valve must be used when performing volumetric accuracy test. According to the investigation the rtc clock battery will be replaced as a preventive measure per customers request. No problem found. Device operates within specification. Based on these investigation results, no corrective actions will be taken at this time.